Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with intermittent capture and heart rates in the 30¿s. A remote transmission indicated lead warnings on both the right atrial (ra) and right ventricular (rv) leads for high impedance and both leads had experienced a polarity switch. In addition, both leads exhibited noise and non-capture; a fracture was suspected. The patient indicated that they had been told several months prior that they had a ¿bad lead¿ but they didn¿t do anything about it at the time and just recently started having issues. It was noted that the patient is a farmer and does repetitive arm movements. Both leads were explanted and replaced. No further patient complications have been reported as a result of this event.